Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the infusion set cannula was bent. Customer's blood glucose was 400 mg/dl to 500 mg/dl. Customer changed the set. Customer's blood glucose went down to 190 mg/dl but ketones remained high. After troubleshooting, customer was advised to monitor the device. Customer will not be returning the device for analysis.